Event description:
It was reported that a patient presented remotely. Upon examination of the transmission, the patient's right ventricular (rv) lead was found to have over-sensing of noise, leading to pacing inhibition. The patient then presented to the emergency room where corrective programming changes were performed. No additional rv lead malfunctions were noted. The patient was stable and asymptomatic throughout.